Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the lifevest equipment. Patient described the area as pain in sternum from rubbing of the garment clasp. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to take tylenol for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.